Event description:
Ous MDR - while this device is not at eos, it can no longer be interrogated. This device was explanted and replaced with another pacemaker and was returned for analysis.

Manufacturer narrative:
After its receipt, the pacemaker first underwent a status interrogation, which functioned properly. The battery status eri was displayed. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eri mode. The pacemaker had been implanted for 101 months. The charge drawn from the battery was checked. The battery depletion proved to be as expected. In addition, a distance test between programming wand and implant was performed. Interrogation of the implant, change of parameters, and a battery-lead telemetry could be carried out without problems at distances of the programming wand and the implant between 0 cm and 6 cm. There were no indications of a device dysfunction. In summary , the analysis results do not indicate a material defect or manufacturing error. The pacemaker is within all specifications.